Manufacturer narrative:
It was reported that patient underwent physiomesh explant on (B)(6) 2013. It was reported that the patient was hospitalized from (B)(6) 2014 with a small bowel fistula. On (B)(6) 2014, patient had an abdominal wall reconstruction surgery and he is currently being treated for pain management. (B)(4).

Manufacturer narrative:
In addition, a review of the batch mfg record was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion, the pt experienced pain and erosion. No add'l info was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic recurrent ventral incisional hernia repair on (B)(6) 2013 and a mesh was implanted. It was reported following insertion the patient experienced nausea, dysuria, feeling of being bloated and gassy. On (B)(6) 2013 the patient was found to have fluid seeping from the incision site, the patient underwent a removal of staples at the site of incision and a large volume of stool drained out of the incision. The patient underwent a small bowel resection due to perforation in the small bowel. In (B)(6) 2014 the patient underwent an abdominal wall reconstruction surgery. The patient is currently being treated for pain management. No additional information was provided.